Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, software could not be updated. Analysis also found that the electrocardiogram (ECG) connection was loose, the right keyboard hinge was broken and the power supply was out of specification. (B)(4): analysis found that the cable was damaged.

Event description:
It was reported the programmer would not update with the latest software. In addition, it had printer errors in the past. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.